Manufacturer narrative:
(B)(4). D10: 00625006530 bone screw self-tapping 6.5 mm dia. 30 mm length 63419029. 00625006520 bone screw self-tapping 6.5 mm dia. 20 mm length 61885304. 00875705402 54mm o.d. Size jj porous uncemented with multi-holes shell use with jj liners 62860999. Unknown stryker head unknown. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip arthroplasty and was implanted with zimmer biomet and competitor products. Subsequently, the patient was revised eight (8) years post implantation due to dislocation. The liner, shell, and screws were explanted.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h4; h6 the following sections were corrected: d1; d4 lot and UDI visual examination of the provided pictures identified explanted devices, bio-debris present. These cannot be used to confirm the reported event. Devices not returned, further analysis cannot be made. Review of the device history record identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Single undated image reviewed and not submitted to mmi. Ap view of the left hip shows a superiorly dislocated total hip arthroplasty. A definitive root cause cannot be determined, however there was a competitor head used with a zimmer biomet liner. It's unknown if this caused or contributed to the reported event. As per IFU, it states do not use with components of any system or another manufacturer unless authorized by zimmer biomet. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.